Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
At this time no additional information has been received. Have inquired for resolution from the field. This report will be updated should additional information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high shock impedances. Health care providers did call for troubleshooting tips and will be seeing the patient in clinic soon. No adverse patient effects were reported.